Event description:
It was reported that the patient was having weakness in the legs. It was noted that they would like to ¿rule out a granuloma¿ or see if there was anything going on with the spine itself or something else pressing on the spine. It was reported that the event started recently maybe a few days or weeks ago. It was noted that the physician was not worried about the pump itself and that physician stated the patient was not on a high dose that he would be worried about a granuloma. It was reported that the patient would have a MRI with sedation. It was noted that the pump was used to infuse an unknown drug. It was later reported that the patient never had the scan. It was noted that the patient was too large to fit in the machine.

Manufacturer narrative:
Concomitant product: product ID 8709, serial# (B)(4), implanted: (B)(6) 2003, product type catheter. (B)(4).